Event description:
Device malfunction: none. Symptoms/ae: couldn't squeeze toy with left hand. Time of symptoms/ae: during the carotid procedure in 2006. It was reported that during the carotid procedure of the right ica with a type 3 arch, with heavy tortuosity and heavy calcification, the patient experienced a neurological event. The patient was asymptomatic pre-procedure. The sheath was advanced into the common carotid with no problem and during angio, with only the sheath in place, the patient experienced a nuerological event. The filter basket was advanced past the target lesion without problem and the lesion was stented with the rx acculink and post-dilated. Once again with only the sheath remaining in the patient's body, angio was performed and the patient again experienced a neurological event, could not squeeze the toy with his left hand. Once the sheath was removed and the event began to resolve; however; not completely. The patient's condition is improving; his gross motor skills are fine, but not fine motor skills. No additional information was available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.